Manufacturer narrative:
E1 - event site name - (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading arterial pressures. It is unknown when the malfunction occurred. Patient involvement is unknown. No harm is reported. The field service engineer was not able to reproduce the problem stated by customer. Unit was fully functional, performed all functional test and calibration verifications and is ready for clinical use.